Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the clip jumped open. It was reported that during preparation of the mitraclip delivery system (cds), it was difficult to open the clip and the delivery catheter shaft would bend. Troubleshooting was performed, the clip was closed, locked, retracted the lock lever past the blue line and then the clip jumped open. The cds was not used. There was no reported clinically significant delay in the procedure. No additional information was provided, regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a conclusive cause for the reported difficult to open, clip jumping open and bent shaft could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.